Event description:
As reported, during an angiogram of the right lower leg, a flexor ansel guiding sheath became caught on a pre-existing stent upon attempted removal of the device. Access was obtained in the left femoral artery to target the right lower leg. Another manufacturer's sheath and wire guides were used during the procedure. The patient's anatomy was calcified, and the angle of the aortic bifurcation was steep due to the angle of a pre-existing bifurcated stent graft that had been placed years prior. Resistance was encountered upon attempted removal of the sheath, as the sheath was caught/hung up on the stent graft. A stiffer wire was used to provide support and aid in sheath removal. The dilator was not reinserted into the sheath for the initial removal attempt; however, was ultimately inserted to facilitate successful removal of the sheath. After the sheath was removed, a kink was noted. Upon return and initial evaluation of the device at cook, a hole was noted in the shaft of the sheath, with the inner coil visible through the hole. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E3: occupation = cath lab supervisor h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during an angiogram of the right lower leg, a flexor ansel guiding sheath became caught on a pre-existing stent upon attempted removal of the device. Access was obtained in the left femoral artery to target the right lower leg. Another manufacturer's sheath and wire guides were used during the procedure. The patient's anatomy was calcified, and the angle of the aortic bifurcation was steep due to the angle of a pre-existing bifurcated stent graft that had been placed years prior. Resistance was encountered upon attempted removal of the sheath, as the sheath was caught/hung up on the stent graft. A stiffer wire was used to provide support and aid in sheath removal. The dilator was not reinserted into the sheath for the initial removal attempt; however, was ultimately inserted to facilitate successful removal of the sheath. After the sheath was removed, a kink was noted. Upon return and initial evaluation of the device at cook, a hole was noted in the shaft of the sheath, with the inner coil visible through the hole. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook for investigation. The dilator was wavy and was lodged in the sheath, approximately 46-centimeters from the distal tip. A hole was noted in the sheath and the coils were exposed at approximately 14-centimeters from the distal tip, which was bunched and out-of-round. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. It is unknown if there were any non-conformances or additional complaints on the lot. The IFU states "if resistance is encountered during sheath advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that procedural issues contributed to this event, as the sheath reportedly became caught on a previously placed stent graft during removal. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.